Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. All device components were explanted and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6).